Event description:
Allegedly the patient was revised due to dislocation subluxation (left).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.